Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population."

Event description:
It was reported that this pacemaker system triggered a safety mode due to a product performance report. The device was explanted and replaced. No adverse patient effects were reported. "*remember to add z number to your report, if applicable/available. Can be found under product status in tracking groups in the ca assigned number column. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population."

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a safety mode due to a product performance report. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a safety mode due to a product performance report. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Corrected fields: h1. Type of reportable event.

Event description:
It was reported that this pacemaker system triggered a safety mode due to a product performance report. The device was explanted and replaced. No adverse patient effects were reported.